Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and was manufactured in 2018. Customer?s electrical issue was duplicated. It was filled with water, fitted with temp check, and powered on. The liquid crystal display is missing pixels and the support pieces behind it confirming the customer's complaint. The root cause of the electrical issue was determined. The liquid crystal display was damaged by external forces causing it to break off the printed circuit board and missing pixels. Actions taken to mitigate the reported issue: the printed circuit board part was replaced which solved all display problems and the device then passed the safety and electrical test. UDI information is unknown. Report source is unknown.

Event description:
It was reported that they have a bad liquid crystal display. No patient injury reported.